Manufacturer narrative:
Suspect device received on january 09, 2026. Device evaluation completed on february 05, 2026: since both devices do not have lot number, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a separated material on the posterior view, measuring approximately 4.5 cm x 2.8 cm. In addition, the breast implant was received in two (2) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: malfunction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision with an unknown mentor smooth saline prosthesis experienced right sided deflation post operation. As a result, the patient underwent bilateral replacements per following: l/ sn: (B)(6), r/ sn: (B)(6) on (B)(6) 2025. Note: per product investigation, both implants were received with unknown lot# and both implants were found damaged. Given that the reported product cannot be identified, mentor reports both devices.

Manufacturer narrative:
Updated device evaluation completed on march 24 2026: since both devices do not have lot number, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant was found to have a separated material on the posterior view, measuring approximately 4.5 cm x 2.8 cm. In addition, the breast implant was received in two (2) parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 24, 2026. Mentor became aware that the initial report failed to report that the suspect devices cat number is 3501650. Manufacturer¿s reference number: (B)(4).